Event description:
While using an mst duet bi-manual aspiration tip to perform the capsule polish portion of a cataract surgery, the surgeon experienced a capsule tear. A vitrectomy was performed and the procedure was completed as planned. The patient's prognosis was good.

Manufacturer narrative:
The evaluation performed showed that the returned tip was within specification and free of any sharp edges or burrs. The cause of the capsule break is unknown. The facility reported that there were three capsule breaks involving two separate tips. This is the first of two reports.